Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be determined that the device was returned with a portion of the balloon cut, which is consistent with the information provided from the user. No portion of the balloon is missing. The catheter was cracked at 131.5 cm from the distal end. A functional test was performed where the catheter was injected with water using a 60 cc syringe, and a steady stream of water was seen leaking from the cracked portion of the catheter. Due to the condition of the device, further testing could not be performed. A visual inspection of the device showed five (5) bends in the catheter at 125.5 cm, 126.5 cm, 128.5 cm and 130.4 cm from the distal end near the crack in the catheter. No other anomalies were detected with the device. The wire guide was not returned with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. It is indicated in the information provided that negative pressure was not applied. The most probable cause of balloon damage is application of inadequate negative pressure to the balloon. The instructions for use direct the user: "to facilitate passage through the endoscope, apply negative pressure to the device." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. The reporter was unable to specify if lubrication was applied to the balloon device prior to advancement through the accessory channel of the endoscope. A possible contributing factor to balloon damage is inadequate lubrication of the balloon with a lubricating agent. The instructions for use direct the user to "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and balloon preservation. Damage to the balloon material can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: ¿do not pre-inflate the balloon.¿ the instructions for use direct the user: "maintain balloon deflation with negative pressure and introduce into the accessory channel of the endoscope, advancing in short increments until the dilator is completely visualized endoscopically. " the instructions for use contain the following warning: ¿do not inflate the balloon beyond the maximum indicated inflation pressure.¿ over inflation can cause damage to the balloon dilator. The instructions for use contain the following statement regarding balloon deflation: "to deflate the balloon, apply negative pressure and remove all fluid from balloon while observing balloon endoscopically." The instructions for use also cautions the user: " caution: a compromised balloon may prohibit removal from endoscope accessory channel. Removal of endoscope along with compromised balloon may be required." Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. Prior to distribution, all hercules 3 stage wire guided balloon esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, that negative pressure was not applied during advancement, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The catheter cracked just below the inflation port and water flushed out. A new hbd-w-15-16.5-18 was opened and used to complete the procedure. The cook sales representative confirmed that the cracked portion was outside of the endoscope. On 12/13/2016, the device was received for evaluation with the balloon completely detached. On 12/21/2016, received the following new information: "the balloon was inserted into the endoscope. The technician heard and felt a "crack" halfway down the catheter. They began to inflate and some water filled the balloon, some water sprayed out. Due to the crack in the catheter, the water could not be evacuated from the balloon. The endoscope was removed from the patient and balloon was manually manipulated to remove the water in order to remove the balloon from the endoscope. This exact description happened on 2 different balloons." See also MDR 1037905-2017-00014.